Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir and tubing had air bubbles. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was in room temperature. The customer stated that they did not rewind the insulin pump while the reservoir in place. The customer stated that there were no leaks found during high pressure test. The customer stated that the air bubbles persisted after infusion set was changed. The reservoir will be returned for analysis.